Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15953 it was reported that the patient presented to the clinic for a follow up. Interrogation showed noise on the atrial and ventricular lead. The patient was asymptomatic. No changes were made.